Event description:
Customer reported accidently giving himself 50 units of bolus and ended up with low blood glucose readings of 59 mg/dl. Customer has treated with orange juice and the most recent blood glucose reading was 135 mg/dl. It was noted that the customer was messing around with the insulin pump in the dark and the insulin pump showed that he programmed a bolus of 300 carbs. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.